Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when angulating the bronchovideoscope displayed error messages b30 (scope communication error) and e216 (scope communication error). The issue occurred during a diagnostic bronchoscopy procedure during sedation while device was inside the patient. The user was able to duplicate this issue with multiple towers leading to believe that the issue would be with the scope. There were no reports of patient harm.